Event description:
It was reported, that two (2) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked at the edge. This was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: one (1) device was received for evaluation; the other sample was not received and therefore, could not be evaluated. A visual inspection with the unaided eye and with magnification revealed a small tear at the upper left side edge of the eva bag. Functional testing was performed using tap water and a leak was identified at the same area identified in the visual inspection. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.